Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer reported the loss of communication between insulin pump and transmitter. Troubleshooting was performed but the transmitter was not connecting with the insulin pump. No further patient complications were reported. The device will not be returned for analysis.